Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was performed and found a damaged downstream occlusion sensor and defective latch sensor. The latch sensor and downstream occlusion sensor were replaced. The device then passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump recognizes the cassette but not the lock with the key. Unknown patient involvement.